Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
As reported: "patient presented to e.r. X-ray revealed disassociated constrained liner and loose malpositioned cup. Scheduled for revision surgery". Rep cited that the patient had suffered multiple falls.